Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. No critical errors were observed during review of the device logs. The device was recertified and returned to the customer. No batteries used during the time of the report were returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming testing, the device failed sel-test. Complainant indicated that there was no patient involvement in the reported malfunction.